Event description:
Pt was implanted with 3.5mm clavicle hook plate and screw construct in the left shoulder on (B)(6) 2012 for a fracture of distal clavicle with grade 4 acromioclavicular (ac) separation of the left shoulder. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware due to pt infection at the surgical site. The site was cultured and the pt was treated with antibiotic therapy and wound vac dressing to assist with healing and wound closure. Surgeon did not revise the pt with any additional hardware. It could not be determined if infection began externally or as a reaction to the implanted devices. This is the 5th report of 6 for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Sterilization validation documentation, decision finding protocols, dfps, was reviewed and demonstrated that each of the part numbers included within this complaint had been evaluated for sterilization. The sterilization parameters are consistent with synthes current ifus, and the supporting validations demonstrate that a sterility assurance level, sal, of 10-6 is achievable when the ifus are employed.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.